Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) on (B)(6) 2026, due to oversensing. The patient went to the emergency room, and the s-ICD was interrogated. The device was subsequently reprogrammed to the primary vector, and smart pass was turned back on (it had been disabled due to a previous bradycardia event). The physician felt there could be an issue with the distal lead electrode (details not provided). The s-ICD system remains in service, and it was stated that the patient had fully recovered.